Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. H6 patient code: 3189- surgical intervention. Additional information: a1, a2, d1, d2, d4, h4. Additional b5 narrative: it was reported that the patient underwent revision of mesh on (B)(6) 2012, due to scar tissue above the mesh and discomfort. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/26/2020. It was reported that the patient underwent revision surgery on (B)(6) 2013. No additional information was provided. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.